Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 96mg/dl. It was also reported that the insulin pump alarmed no delivery. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked reservoir tube lip. No display anomaly was noted.